Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead was dislodged. It was noted that the patient underwent coronary artery bypass graft surgery and the lead dislodged the lead was explanted and replaced. The patient had no adverse events and was discharged.